Event description:
It was reported to physio-control that the customer's device would no longer power on. It was also reported that all three icons (attention, service wrench and charge-pak) were illuminated on the device. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio-control determined that the cause of the reported failure was due to a burnt ceramic capacitor, designator c134 and an open fuse, designator f1 on the analog pcb assembly. The burnt capacitor and open fuse prohibited the device from powering on.

Manufacturer narrative:
(B)(4). The third party service agent evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.